Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was not resettable, the pump was replaced to resolve the issue, customer to use mdi until replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.